Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained higher than expected reactive hepatitis b surface antigen (hbsag) results for multiple patients when performed on plasma tubes. Testing on serum tubes produced mostly non-reactive, lower, imprecise results for the same patient. All specimens were tested on unicel dxi 800 access immunoassay system. Patient results are provided in attached file. Patient results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collected samples in the following tubes: serum tubes with a gel separator, rapid clot serum tubes, and plasma tubes with a gel separator. Centrifugation information has not been supplied to date. Qc and system information has not been supplied to date. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.